Event description:
Customer reported when they placed bravo capsule, initial indication was that it attached. After activating the plunger they felt resistance when trying to remove the delivery system. They discovered with endoscope that it had attached, the capsule was still on delivery system and it had esophageal tissue on it. At this point they tried to remove and the capsule fell off. They retrieved it with the endoscope. Another capsule was placed successfully. The patient didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.